Event description:
The device was interrogated for the first time after implant which showed bipolar pacing and sensing with a loss of capture. Only unipolar sensing and pacing was available. The lead was in the same position under radiology. The lead and device were explanted and replaced. The patient was stable. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
A complete lead was also returned. Electrical testing found an internal short between the outer and inner coil conductor paths. The inner insulation was found to be breached exposing the inner coil consistent with suture sleeve tie down forces. Dimensional analysis was performed and all dimensions were found to be within specification. The returned lead was able to be fully inserted/removed from test device with no restrictions. The reported event of unable to capture was isolated to the exposure of the inner coil due to excessive suture tie down forces.